Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 38 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a correlation between the device and the reported bleeding cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on vad support. No product available for investigation. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had bright red sputum from tracheotomy following the patient's endoscopy. The patient was transfused with one unit of packed red blood cells. The patient remained off anticoagulants at time of event on (B)(6) 2018. It was reported that the patient had no further episodes of epistaxis. No additional information was reported.